Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
During intraocular lens (iol) implant surgery, a surgeon reported a haptic that fell off. The lens needed to be removed and part of it went through the posterior capsular bag resulting in a tear.